Event description:
The user's device is exposed in the auditory canal. Reimplantation surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's device is exposed in the auditory canal. Reimplantation surgery is scheduled.

Manufacturer narrative:
Conclusion: device investigation revealed a mechanically fully destroyed device, which is likely related to the removal surgery. Reportedly the device was explanted due to the active electrode lead being pulled out into the ear canal during an ear cleaning procedure. This is a final report.

Event description:
Reportedly, he device was exposed in the auditory canal during an ear cleaning procedure. Reportedly the user did not notice a change in hearing performance with the device. The user was reimplanted on the (B)(6) 2022.